Event description:
It was reported patient presented with erosion/infection of the device pocket. A transesophageal echocardiogram was performed and lead vegetation¿s were revealed. Blood cultures were taken and grew (B)(6) and the lead was explanted due to endocarditis. A temporary pacing lead was implanted until a permanent system could be implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the medial segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).